Event description:
The manufacturer received information from a supplier that a thermal event had occurred to a power cord associated with a continuous positive airway pressure (CPAP) device. There was no report of patient harm or injury. The manufacturer received the CPAP, associated heated humidifier, and all power accessories for investigation and confirmed thermal damage had occurred to the ac inlet of the dc power supply and the ac power cord which resulted in an exposed lead. There were no voids to the dc power supply, and no evidence of thermal damage to the CPAP or humidifier. The manufacturer's investigation determined this thermal event was most likely caused by a partial connection of the ac power cord to the ac input of the power supply by the user. Labeling for this device instructs the user to ensure that all connections are secure when operating the device using ac power. There is no patient harm associated with this report. The manufacturer concludes no further action is necessary.